Event description:
It was reported that a patient's blood glucose levels (bg) reached 337 mg/dl while wearing the pod longer than 48 hours on the arm. For treatment, the patient gave a correction bolus.

Manufacturer narrative:
The pod was found to function as intended. Corrosion was observed on the pcb assembly, but was not found to cause improper delivery of insulin. No leaks nor damages were observed to the fluid path. No other damages nor manufacturing deficiencies were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.